Event description:
It was reported that the customer's blood glucose level was 494 mg/dl. He corrected his blood glucose level with an insulin pen. The customer received no delivery alarms. The insulin appeared cloudy. The product was not returned. Nothing further to report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.